Event description:
Reporter alleged discrepant blood glucose results of 599 mg/dl back to back with a result of 101 mg/dl when testing was performed within 10 minutes on the advantage system. Customer stated taking normal units of insulin after the testing, however, did not provide the location of the testing. Customer indicated not having any high or low glucose symptoms at the time. No other actions were taken or treatment received reportedly. A request was made for the return of the suspect device and replacement product was sent.